Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Through visual inspection the investigation found that the end cap of the blade received was torn from the cover and twisted. In addition, the screw was screwed deep into the cap. After these parts were put back into their correct positions, the function was checked and no deviation was found in the function. The blade now functions as earlier. There is no product error. Since the blade now functions like before, we conclude that an incident during the introduction has caused this problem. This complaint has been determined to be invalid. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
The proximal femoral nail antirotation blade could not be locked. This is 1 of 1 report for this complaint (B)(4).